Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: analysis of the returned device identified: deformation device, creases fold and weight to the specification. Cloudy and bubbles in the gel observed after autoclave cycle. The unit is not ruptured. Based on the device analysis the final assessment is: creases are observed but have no relationship with manufacturing. No issues found related with the manufacturing process.

Event description:
Additionally, healthcare professional reported "any creases" and "left side capsular contracture" baker grade unknown. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.